Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user was performing a therapeutic procedure with the subject device, olympus video system model visera elite, and medtronic energy platform model valleylab ft10. When the energy platform was being activated, the endoscopic image disappeared. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the reported event was not reproduced. When the device was operated according to the instruction manual, no abnormality was confirmed. The device's instruction manual indicated followings; "refer to the ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. It may also impair the functionality of the instrument." The valleylab ft10 was not listed in the "system charts". Therefore, omsc guessed that the reported event occurred because the video processing could not be performed normally due to the influence of high frequency noise caused by the electric knife valleylab ft10. If additional information becomes available, this report will be supplemented.